Manufacturer narrative:
Findings: unit received with blank display due to corroded inside the battery tube. No moisture damage found on electronic assembly and motor. Unable to perform the operating currents to verify the low battery life due to blank display. Unit received with cracked at corner display window and scratched on display window.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 300 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.